Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a sterile repeater pump tube set ripped off the tubing. This occurred during the compounding step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between june 27-28, 2023. H11: the actual device was not available; however, a photographic sample was received for evaluation. The returned photograph was reviewed, and it was noted that the spike was detached from the tubing. The reported condition was verified. The cause of the reported condition could not be determined; however, was likely inadequate or lack of cyclohexanone being applied to the spike/tubing in the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.